Event description:
An impella cp was inserted via the right femoral artery to support the 50-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Underlying medical history was not shared. The day of pump insertion the team observed urine color to change. The pink urine was present despite adequate volume. The team imaged and observed the pump to be deep and so the position was adjusted. Hemolysis was not diagnosed. The team did initiate dialysis, but reported it was not due to the use of impella. The pump was supporting at p-8 with 3.5l/min flow with d5w with sodium bicarbonate in the purge solution. After just over 1 day of support the patient expired when care was withdrawn. The death is conservatively being reported on the cp pump due to the inability to conclusively dissociate the product from the product outcome. With further communication the decision to initiate dialysis was clarified as being due to underlying patient condition and not impella. The patient was found out of hospital cardiac arrest with unknown history but the down time was close to 1 hour and he needed dialysis from the long low perfusion time. No prior dialysis before admission for any renal history.

Manufacturer narrative:
A5 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.